Event description:
It was reported that during npwt utilizing a renasys go pump, the battery was not charged when running on ac main power and low battery message was displayed on the screen. The problem was solved by exchanging to the device, and the treatment was continued. There was no patient harm.

Manufacturer narrative:
The device was sent to our technical centre so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.